Manufacturer narrative:
Covidien reference number (B)(4). The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to run extended self-test (est) and on a test lung.

Event description:
It was reported that the ventilator generated an error that rendered the unit inoperable. The ventilator was not in use on a patient at the time of the reported event.